Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer reported an low blood glucose (bg) level of 42 mg/dl; cause was unknown. The customer consumed glucose tablets to address the low bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.